Event description:
Clinic notes dated (B)(6) 2009 indicate that the generator was removed. There is no information available following the (B)(6) 2009 note. It was reported that the patient was explanted and the generator was not replaced. It was reported that the generator was explanted at the family's request because it did not help the patient's seizures. Based on the information received to date there is no suspicion that the patient was reimplanted at a later time. Information indicates that the patient was explanted and not reimplanted on the same day at the family's request due to vns not helping the seizures. It is believed that the patient was not receiving vns therapy at the time of death.

Event description:
It was reported that the vns patient passed away. The cause of death was unknown. The relationship of the cause of death to vns is unknown. The patient had previously undergone vns explant in 2009 and it is unknown whether or not the patient was reimplanted at that time or a later time. The patient may not have been implanted at the time of death. Attempts to obtain additional relevant information have been unsuccessful to date.